Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the transmitter stopped transmitting to the g5 application. No medical intervention was reported. Additional event or patient information is not available. Data was received for evaluation. A review of the data log confirmed the reported event of the transmitter stopped transmitting to the g5 application by the findings of a signal loss. A root cause could not be determined.